Manufacturer narrative:
The reported field event of extended charge time was confirmed in the laboratory. The cause of the extended charge time was an anomalous capacitor.

Event description:
It was reported that during a capacitor maintenance at implant, the device timed out. The device was not implanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.